Manufacturer narrative:
(B)(4). Batch # p5905e. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge was received partially fired 1/10. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open pneumonectomy, the jaws did not open when the device was used on the blood vessel. The device was inserted into the patient through between ribs after the articulation shaft was bend. The jaws could be opened somehow after the device was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.